Manufacturer narrative:
The lead is not able to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead had exhibited pacing impedance measurements of greater than 3,000 ohms in the past and a lead revision was planned for the next device replacement. At the procedure, the rv lead was tested three times with the current non-boston scientific device and the impedance was over 3,000 ohms each time. The pocket was opened and the connection between the lead and device was confirmed to be secure. The rv lead was removed from the device and tested three times on the pacing system analyzer (psa); the impedance was 514 ohms each time, and sensing and threshold measurements were also acceptable. The rv lead was then connected to the new device and the impedance was 540 ohms. Multiple tests produced no out-of-range impedance measurements. However, as the cause of the impedance issue was not confirmed, the physician elected to surgically abandon and replace the lead. No adverse patient effects were reported.